Event description:
The customer reported a blood leak in centrifuge name of complainant: same as reporter. Customer reported a noise described as a "poof" was heard when the treatment had reached 212 ml whole blood processed, then a system pressure alarm (alarm #18) occurred and a flood leak was observed in the centrifuge. The treatment was then aborted, and a new treatment was started for the pt on a different instrument. Customer could not see any obvious damage or break in the drive tube or bowl. Customer's therakos cellex-trained biomed engineer also checked and drive tube and bowl and found no obvious damage, but said the leak pattern in the centrifuge was at about the height of the junction of the drive tube to the top of the bowl. The customer returned the kit and smart card for investigation.

Manufacturer narrative:
A review of lot file b315 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot b315 was performed. There were two other complaints for drive tube leaks to date for this lot. No trends detected. This assessment is based on the info available at the time investigation. The return was evaluated and it was confirmed that a crack was present. The analysis has determined that the crack is in the outer bowl cover and is located in the area of a sharp radius between the rim of the cover and a recess for the bowl lip. The bowl radius has been increased as a result of the investigation documented in (B)(4). Increasing the radius reduces stress and increases the strength of the part. Further efforts to reduce the flow line through molding improvements will be tracked via (B)(4). There is no further action required at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise. Further action will be taken. (B)(4).